Event description:
During the treatment of a popliteal aneurysm, a stiff .018" guidewire was placed down the vessel. Due to vessel tortuosity, a .035" lunderquist extra stiff buddy wire was also placed down the vessel to straighten the vessel. The endoprosthesis was placed on the .018" wire and guided into position. Once the viabahn was in place, the buddy wire was removed. Deployment began and approximately 50% of the device was deployed when the deployment line broke. The decision was then made to take the patient to the o.r. For open repair of the popliteal aneurysm and removal of the endoprosthesis.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.